Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted a loose header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This issue is discussed in boston scientific's product performance report.

Event description:
Boston scientific crm received information that this device was returned for disposal with no allegations. Initial routine device analysis could not be performed due to header damage.